Manufacturer narrative:
The doctor had initially cemented the patient's bridge on (B)(6) 2013. The bridge debonded and the patient returned to the doctor's office on (B)(6) 2013. The doctor seated a provisional restoration for the patient. A new bridge was made and cemented on (B)(6) 2013 using a different product, without further incident. To date, the patient is doing fine. The optibond xtr product (adhesive (catalog #35108, lot #4720939) and primer (catalog #35107 and an unknown lot number)) involved in the alleged incident was not returned; therefore, a physical evaluation was performed using the returned nx3 clear dual cure clear syringe and a retained sample of optibond xtr (adhesive lot #4720939 and primer lot #4704912), yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that a patient had experienced the loss of a three (3) unit bridge one (1) month after placement with the optibond xtr and the nx3 dual cure clear products.